Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that there that a large left atrium was noted. It is possible that the large left atrium resulted in a large leaflet gap; however this cannot be definitively determined. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. Based on the information reviewed, there is no evidence of a quality deficiency associated with this device.

Event description:
This report is filed on the first clip ((B)(4)) because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that during a mitraclip procedure in challenging anatomy, the first clip ((B)(4)) was implanted with good imaging views of the leaflet insertion into the clip. To reduce the mixed mitral regurgitation (mr) grade further, a second clip delivery system (cds) was used. As the cds was being advanced into the left ventricle, the first clip detached from the posterior mitral leaflet but remained attached to the anterior leaflet. A second clip was implanted medial to the first clip for stabilization. A third clip was implanted lateral of the first clip to obtain optimal stabilization of the first clip and reduction of the mr. Post procedure, the mr grade was reduced from 4 to 1, with a total of 3 clips implanted. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.